Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closurefast catheter. The customer reports that she had a closure procedure on (B)(6) 2011. There were no reported incidents or concerns during procedure. During the follow up ultrasound on (B)(6) 2011 the patient stated that she was feeling numbness. Customer is still feeling numbness on the inner calf below the incision site and above the ankle.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.